Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) epgs and connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm). He connected the epgs to oxygen and air, entered a perfusion screen. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.73 volts which is within the specification of .55-2.758 volts. Calibrated the epgs ten times with no failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2017, the gas system is successfully calibrated at 7:01:50 am. The system is power cycled while in a perfusion screen at 10:40 am. At 10:56:48 the gas system is calibrated successfully again. There is nothing in the log to indicate that a could not calibrate message was displayed. When the system was power cycled, there would have been a 15 minute delay before calibration could be performed but this does not trigger a message other than gas system warming up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr was ubable to duplicate the complaint. He replaced the o2 sensor on the epgs as a precaution. The unit operated to the manufacturer¿s specifications. The suspect device is being returned to the manfucturer for further evaluation.

Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass (cpb) procedure, an error message "could not calibrate" was observed on the central control monitor auxiliary (ccm aux). Local controls on the ccm were used for the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: per the clinical certified perfusionist (ccp) the electronic patient gas system (epgs) calibrated appropriately during set up. Prior to the commencement of cardiopulmonary bypass procedure, the system in the ccm aux tab gave a "could not calibrate" message. The perfusionist confirmed that the oxygen (o2) and gas were correctly connected to the epgs and that there was gas delivery from the epgs to the oxygenator. She did not recalibrate the oxygen sensor, but decided to use the epgs as her gas source and proceeded with the case as planned. The field service representative (fsr) was unable to observe the reported issue. He tested the system and it worked within specifications but decided to change the o2 sensor. The incident was prior to commencement of cpb, therefore there was no delay in the procedure. The epgs worked during the procedure, and there was no harm observed, nor blood loss.